Event description:
It was reported the patient experienced an increase in baseline pain. A dye study was performed and no problems were found. A roller study was performed and found the roller only moved 45 degrees. The patient was requesting for the pump to be explanted and not replaced. The drug in the pump was morphine at a concentration of 50 mg/ml and a daily dose of 24.0 mg/day.